Event description:
After 12 hours of wear, the customer tried to remove the cup without success. Customer read product instructions and watched several videos to help in the attempt to remove her cup. She called an emergency line and was instructed to go to the hospital by the medical professional on the phone to have her cup removed. A nurse removed her cup at hospital. Saalt requested additional information about the customer's experience, and the customer responded explaining that she could not reach the base of the cup or the stem for removal. She looked through the saalt instructions and watched removal videos online. Customer attempted to remove her cup for 4 hours before seeing medical attention. Customer did not contact saalt to seek assistance before they chose to go to the hospital. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."